Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn: (B)(6)). The returned lead was analyzed and the allegation of high impedances has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent or kinked location is 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The lead became kinked after it exited the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent ipg charging. It was also noted that the patient had high impedances on the left lead. The patient underwent a revision procedure wherein the ipg and one lead was replaced. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent ipg charging. It was also noted that the patient had high impedances on the left lead. The patient underwent a revision procedure wherein the ipg and one lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5172296.